Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2001 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that post insertion the patient experienced pain, dyspareunia, infection, urinary problems, and neuromuscular problems. No additional information has been provided. (B)(4).

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a vaginal hysterectomy, repair of cystocele and rectocele, repair of stress urinary incontinence and vaginal taping performed during mesh implantation. No additional information was provided.